Event description:
It was initially reported by the physician that the patient could feel stimulation stronger on occasions. System diagnostics showed high lead impedance. Site reported that everything looks ok on x-rays. No additional information was received at that time. Review of the patient's programming history revealed that the patient had his battery replaced first to resolve the high lead impedance. High lead impedance was not resolved once the battery was replaced; therefore, the patient later had a lead revision surgery. Lead revision date is unknown at the moment. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.